Manufacturer narrative:
Sensor 3mh00agnlxw has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via webform a "sensor ended" message with the adc device. The customer's caregiver was contacted and reported that due to being unable to obtain sensor readings, the customer required third-party treatment of 9 iu rapid insulin. There was no report of death or permanent injury associated with this event.